Event description:
The report states that during a laparoscopic assisted vaginal hysterectomy, the tip of the device snapped off and fell into the patient cavity. The surgeon retrieved the broken parts from patient via laparoscopic ports. There was no injury to the pt.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or, if additional info pertinent to the incident is obtained, a follow-up report will be submitted.